Event description:
It was reported that the patient received inappropriate therapy due to noise. The noise was not reproduced with isometrics testing and manipulation. The lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.